Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Confirmed customer complaint by performing visual and functional pvt (performance verification testing). Found dso (downstream occlusion) seal is lifting. Replaced dso seal. Upon further inspection per pvt, found uso (upstream occlusion) seal is buckling. Replaced uso seal. Updated software. Device passed all testing after repairs.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a delaminated downstream occlusion seal. There was no patient involvement, no patient injury was reported.